Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. There was no adverse impact to the customer's blood glucose level. The customer called for advice, and it was determined that the issue was due to user error. The problem was resolved, and the customer successfully resumed using insulin without needing further assistance.